Manufacturer narrative:
A supplemental report is being submitted for device investigation. Product event summary: one (1) controller was not returned for evaluation. Controller log files were not available for analysis. As a result, the reported event could not be confirmed. Of note, it was reported by the site that the controller was connected to the monitor with "disable vad stop alarm" mode on and the manual start by monitor prompt was not selected. Per the instructions for use, the purpose of the "disable vad stop alarm" is to allow programming of a controller when it is not connected to a pump. Based on risk documentation, experience with events of similar circumstances, and available information, the most likely root cause of the reported event can be attributed to handling of the controller connected to the monitor as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) did not start after a controller exchange. The patient experienced dizziness, mild chest pressure, and nausea during the exchange while the vad was off, prompting another controller exchange which started the vad with no issues. Testing of the controller on a demo vad revealed the cause to be user error. The controller was hooked up to the monitor after setting it up with the "disable vad stop alarm" mode on and the vad was not manually started. The controller was exchanged. No further patient complications have been reported as a result of this event.